Event description:
It was reported that after connecting to the patient, when the cardiosave intra-aortic balloon pump (iabp) was turned on, there was no counterpulsation and no balloon waveform. After shutting down and restarting the device, it returned to normal. There were no casualties reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected field : h6 ( medical device ¿ problem code ). Updated field : b4, g3, g6, h2, h11.

Event description:
N/a.

Manufacturer narrative:
Corrected field : d10. Updated fields: b4,d8, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse dusted the device and replaced muffler 1/8 npt (d103-00-0631), removed all circuit boards and valves and reinstalled them, connected the balloon and tested for several hours. No balloon was found to be inflated or counter-pulsated. All functions and safety were tested. All parameter indicators met the factory requirements and can be used clinically.

Event description:
N/a.